Event description:
The stent would not deploy in the common iliac (off label use), the thumbwheel would not turn. The physician locked the lock and tried to remove the device; however, the stent caught in the sheath and the stent separated/fractured inside the sheath into two pieces. The separated stent stayed in the sheath. The device and sheath were removed without incident and no kinks were found or reported. There was no patient injury or effect.